Event description:
Had bilateral silastic implants for bunion surgery many years ago. 1979? Developed pain and progressive shortening of toes as silicone implants migrated into subcutaneous tissue. Implants removed surgically. Left implant was found to be fractured.